Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Rec'd 01jan16, left knee; ae/crepitus. Moderate severity, serious, definitely device related and probably procedure related. Resolved (B)(6) 2014. Treatment: arthroscopy. Diagnosis for primary knee surgery: osteoarthritis. Update rec'd 14 january 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was also experiencing a clunk. At this time the patient's patella is being reported. The complaint was updated on: 28 january 2016.

Manufacturer narrative:
Conclusion and justification status: the complaint states rec'd 01jan16, left knee; ae/crepitus. Moderate severity, serious, definitely device related and probably procedure related. Resolved (B)(6) 2014. Treatment: arthroscopy. Diagnosis for primary knee surgery: osteoarthritis. A complaint database search and review of manufacturing records did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.